Event description:
Boston scientific received info that this right ventricular lead was exhibiting no capture despite maximum device outputs, decreased sensing and elevated impedance measurements. The lead was found to have dislodged and was repositioned. The following day, the lead had dislodged again. A revision procedure was performed and the physician elected to explant the lead. A replacement lead was implanted without further incident. No adverse pt effects were reported.